Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation an electrode belt was unable to be connected to the monitor. The monitor's electrode belt connector receptacle was pushed into the monitor's housing not allowing the belt to connect. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.